Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that they changed the battery but once it gets to about 2 units during priming, the pump will alarm no delivery. Customer received the compromised force sensor system alarm during priming. Customer changed the battery and reservoir and tried to prime again. Customer's blood glucose was 5.6 mmol/l at the time of the incident. Customer stated that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the displacement, basic occlusion, occlusion or excessive no delivery alarm tests due to the compromised force sensor system error alarm. The pump had a missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.